Event description:
It was reported that during the implant procedure, the suture cut through the suture sleeve. Suture was slid further up and a new sleeve was sutured over the original location. All electrical parameters were normal, the lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).